Event description:
It has been reported that the device is failing the power supply test.

Manufacturer narrative:
Previously reported on pr 10182640 with MDR# 3030677-2020-00068. Device has not been returned for investigation.